Event description:
Revision surgery of a gmk primary 2 years and a half after the first surgery due to pt pain. When the tibial base plate was removed the surgeon and assistant noted that there was no cement adhered to the underside of the base plate (it was clean metal). A revision tibial base plate with stem was placed using cement. Reference MFR # 3005180920-2013-00146.